Manufacturer narrative:
The accu-chek inform ii meter 1 serial number was (B)(6). The accu-chek inform ii meter 2 serial number was not provided. The qc was performed on both meters on the day of the event, and it was acceptable. The test strips were requested for investigation. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing, and the results have passed the internal inspection. The investigation is ongoing.

Event description:
The reporter complained of discrepant glucose results for 1 patient tested on an accu-chek inform ii meter (meter 1) compared to a different accu-chek inform ii meter (meter 2). The patient was initially tested with meter 1. At 8:21 pm, meter 1 result was 496 mg/dl, and at 8:23 pm, meter 1 result was 234 mg/dl, while at 8:28 pm, meter 2 result was 187 mg/dl. The meter 2 result of 187 mg/dl was believed to be correct.

Manufacturer narrative:
Although two reminders were sent, no customer material was received to carry out a substantial investigation. The investigation did not identify a product problem.